Manufacturer narrative:
Additional information: g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) led a photographic evaluation of one photograph of an device. A visual inspection of the returned photo noted that the device and the shipping wedge can be seen outside of the patient cavity. No device abnormalities could be seen from the returned photo. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied to the duodenum during a laparoscopic distal gastrectomy, the surgeon was able to press the green button but was unable to squeeze the handle hence the device did not fire. Another reload was used with the original handle to complete the case. There was no patient injury.